Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2016 to assess the instrument test well images, which subsequently appeared unexpectedly visually negative, consistent with the instrument result outputs. The immucor laboratory tested retention product on 30jun2016, which performed as expected.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative antibody identification when using capture-r ready-ID when used on a galileo echo.